Event description:
Additional information received reported the patient had undergone replacement of the extension wires with removal of the adaptor 5 days prior to report. It was noted the cause of the issue was not determined. It was stated the revision was successful. It was noted the interrogation of the device intra-operative showed normal impedances. It was stated, the ins was programmed to the patient¿s original settings post-operative. It was noted, the patient would follow-up in clinic as originally scheduled.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported there was an apparent failure of the extension leads. There was no patient death and it was not device related. There was no patient injury and the patient recovered without sequelae after the device was removed.

Event description:
It was reported the patient had low impedances; the specific impedances values were as follows: c<(>&<)>0 426 ohms, c<(>&<)>1 433 ohms, c <(>&<)>2 951 ohms, c<(>&<)>3 1627 ohms, c<(>&<)>4 310 ohms, c<(>&<)>5 1106 ohms, c<(>&<)>6 527 ohms, c<(>&<)>7 317 ohms. The pa tient¿s healthcare provider (hcp) thought it looked like the patient had a closed circuit at contacts 0, 1, 4, 6, and 7. The patient had been stimulation on 0, 1, and 4. The hcp thought this may have been causing more current to be delivered than he wanted so he d ecreased her stimulator settings bilaterally. It was noted she was set on program a though her original settings were on program b. It was also reported the patient had had more dystonic movements over the past year or two and they were wondering if the closed circuit had something to do with it. Additional information received two days later reported the patient was scheduled to be seen for follow up with her surgeon on (B)(6). It was unknown how the patient was doing at this time. Additional information received 11 days later reported impedance tests were performed at 3.0 volts and the results were as follows: c+0- 415 ohms, c+1- 420 ohms, c+2- 984, c+3- 1616 ohms for the patient¿s left side and c+4- 323 ohms, c+5- 1101 ohms, c+6- 583 ohms, c+7- 358 ohms for the patient¿s right side. The patient¿s left side settings were c+1-0-, amplitude of 3.3 v, pulse width of 90, and rate of 130. The patient¿s right side settings were c+4-5-, amplitude of 2.8 v, pulse width of 90, and rate of 130. It was reported the bipolar pair of 0 <(>&<)>1 was 54 ohms and the bipolar pair of 4 <(>&<)> 7 was 210 ohms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was a failure of the leads for the ins in (B)(6) 2014. The device usage problem was "device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was loss of efficacy of device/stimulation. It was stated the extension wires were planned to be replaced on (B)(6) 2014. It was noted there were no abnormal impedance measurements. It was stated there were questionable closed circuits at contacts: 0, 1, 4, 6, and 7. It was noted stimulation was decreased bilaterally during reprogramming. It was stated the plan was to replace the extension leads. It was noted they would discontinue adaptor as the new leads would be compatible with the implantable neurostimulator (ins). It was stated the patient had worsened dystonic symptoms. It was stated the patient did not require hospitalization as a result of the event.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. Hazard (B)(4) was applied to the ins pli despite the fact that the health care provider (hcp) had reported that the extensions were to be explanted and replaced because the extensions are not currently marked as complaints, the cause of the issue remains unknown, and the surgical intervention was at the ins pocket, in part, to remove the pocket adaptor and reconnect the extension to the ins. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend dystonia because the hcp and medtronic rep reported that the patient experienced worsened dystonic symptoms over the "year or two" prior to the report. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ins is inconclusive because the cause of the patient's symptoms and low impedances remains unknown. Analysis of the first extension (s/n (B)(4)) found the outer body insulation had breached depression. Analysis of the second extension (s/n (B)(4)) found no significant anomaly, the extension body was cut through and the product segmented.

Manufacturer narrative:
Concomitant: product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3387s-40, lot# v087696, implanted: 2008-(B)(6), product type lead. Product ID 3387s-40, lot# v087696, implanted: 2008-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was also reported a manufacturer representative was going to discuss using c+, 5- as a potential option as a viable contact for the patient. It was noted it was likely the patient would be taken to surgery for an extension replacement at some point in may or early june.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.